Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was blood dripping from the top of the oxygenator where a piece of tubing was not seated properly. Minimal amount of blood loss. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 25, 2016. (B)(4). The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. A review of the device history record revealed no manufacturing anomalies. The photograph shows a napkin with blood at the location where the purge line bonds to the oxygenator port. A retention sample from the same product code/lot number combination was obtained for investigation. Visual inspection of the product confirmed no damages or anomalies, specifically where the purge line bonds to the oxygenator port. The sample was then leak tested by filling and pressurizing the unit with water to approximately 600 mmhg. No leaks were observed from the purge line port on the oxygenator, or anywhere else on the device. Conclusions: human factors issue was chosen due to the root cause likely being damage caused to the purge line tubing, allowing the blood to leak; however, it is not able to be determined how or when this damage occurred. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. The sample was returned after the final medwatch was submitted on september 28, 2016. The actual sample was visually inspected upon receipt. Dried blood was seen around the purge line port on the oxygenator. The sample was circulated with di water and pressurized to approximately 600mmhg. A droplet of water, or a slow leak, was found to emerge from the purge line port of the oxygenator at this pressure. It is likely that the product was subjected to a shock force that caused the purge line tubing to be damaged where bonded to the port, causing it to leak slowly when under a certain amount of pressure. How or when this damage occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.